Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the pump had a blank display. Customer went to update pump and noticed that it wasn't updating, nothing was working. It was showing at 92mg/dl and was really at 180mg/dl. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The pump was received with a blank display and a constant tone alarm due to moisture damage on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement tests or verify the button keypad anomaly due to the blank display. The pump had minor scratches on the display window.